Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due experiencing low blood glucose. Customer does not recall any significant events leading to the hospitalization. Blood glucose at the time of the hospital admission was 121 mg/dl. During troubleshoot; customer reports that the drive support cap appears normal. Customer stated that the last infusion set change was on (B)(6), 2014 and that she was disconnected during the prime process. The settings on the insulin pump were reviewed and they are correct. Customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. Current blood glucose level is 186 mg/dl. Nothing further reported.